Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 411 mg/dl, 179 mg/dl, and 183 mg/dl. Controls were not used. No adverse event reported. No action was taken based on device results. Requested return of suspect device and replacement was sent. The customer did not provide the location, where the discrepant results were obtained.